Event description:
It was reported that during the procedure, a 014 balance middleweight (bmw) hydro guide wire was advanced past a moderately calcified, de novo lesion in the moderately tortuous proximal circumflex coronary artery. A non-abbott stent delivery system (sds) was then advanced over the guide wire and the stent was deployed, followed by withdrawal of the sds. When advancing another non-abbott sds over the bmw hydro guide wire to treat a distal lesion, the sds became stuck on the guide wire. The sds could not be advanced or retracted over the bmw. Both the sds and bmw hydro guide wire were removed from the anatomy as a single unit, and the distal lesion was left untreated. The patient was reportedly in good condition, post-procedure, but, while reportedly unrelated to the bmw device, the patient developed mitral insufficiency days after the procedure. There were no adverse patient effects related to the use of the bmw hydro guide wire and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the stent delivery system (sds) was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The guide wire is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.